Event description:
The following has been reported: when caring for a child in dka in resus, I was informed by the paeds outreach nurse at around 05:00 that the syringe driver did not seem to be administering the correct amount of insulin as not enough volume had been infused. The driver had not alarmed informing the team of any issues. The timeline of the incident was (B)(6) 2024, 02:29 - (B)(6) 2024, 06:44. The pump belongs to carnival UK (cruise ships) and somehow had found its way into our paediatric emergency dept. Immediate actions? Changed the syringe driver used and monitored the volume infused to ensure correct. Informed the consultant in charge of care, nic of resus and nic of paeds. Faulty pump taken away from clinical area and marked as faulty.' Looking at the logs it appears to us that the pump has stopped a significant number of times during the timeline due to occlusion alarms with an appropriate alarm being issued? What appears odd is that when the pump restarts the 'volume infused' is less than when it previously stopped. Pump taken out of use and event log obtained. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and data embedded in history log is insufficient to confirm the reported event no underflow or abnormal behaviour. The reported device was received in brézins for investigation. According to our investigation, nothing were observed during the external visual inspection. A flow test was carried out for 2 hours under the same conditions as the declared event to potentially identify an underflow. The error of the instantaneous flowrate was 0.49% on the 2nd hour which complies with the IFU specifications (flow rate error between -3 % and +3 %) and therefore does not reveal any underflow related to the reported issue. Under the same conditions, an occlusion test was carried out and found to be compliant. The quality control of this device also did not show any issues. The internal check of the device does not confirm the reported issue, but it turns out that the linear indicator was a little detached. Regarding the total volume infused after an occlusion alarm, when an occlusion is detected, the pump emits a red visual alarm and for a few seconds the syringe pump motor reverses to reduce the pressure in the line. When the pressure is low enough then the audible alarm sounds simultaneously with the red visual alarm. So, the theorical infused volume recorded can be reduced. For this complaint, the reported event could not be reproduced during testing and all tests were compliant with device specifications. It is recommended to change the mechanical framework and update the pump to the latest software version. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.